Event description:
It was reported that during a procedure using a tuftex embolectomy catheter the initial catheter became immensely elongated while being removed from the patient. After the first device was removed, a second device was used where the balloon of the catheter ruptured during use. No injury occurred. Please note that report 1220948-2022-00116 was also submitted related to this incident.

Manufacturer narrative:
The product was not returned for evaluation. However, the reported issue was confirmed through photos provided of the device. The balloon of the device was observed to be ruptured. It could not be detemined what caused the balloon to rupture. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot. The IFU for the device defines possible risks associated with the use of this product including balloon rupture. Please note that report 1220948-2022-00116 was also submitted related to this incident.